Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of the bending tube was deformed end was not confirmed. The issue of the angulation was confirmed. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, the bending angle in the down/left direction did not meet the standard value. The adhesive on the bending section cover was detached. The plastic distal end cover had a dent and the adhesive around the light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the angulation on the duodenovideoscope had play and the bending tube was deformed. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on further information provided about the event and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material on the forceps elevator. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the reprocessing steps included in the device¿s instructions for use (IFU) were not fully followed. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the device problem was observed during reprocessing. There was no patient involved in the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.